Event description:
It was reported that the deep brain stimulation implantable pulse generator (ipg) went dead. Upon turning the implant back on, the patient experienced a shock. The patient's representative described it as a horrible shock wave going through them. Patient does have higher settings. They have not had any adjustments made to their therapy recently. Caller mentioned that the deep chest location further complicated charging. Caller stated that they felt like the ipg device was not working correctly. They also expressed dissatisfaction with charging increment design and lack of instructions online.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.